Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: apjbg1) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The set screw shows clear signs of damage with one section of thread toward the bottom of the screw being completely broken off from the screw and another section broken away from the screw and compressed into the next layer of the screw thread. This amount of damage would not allow the screw to progress during tightening. The evaluation of the device has not affected the original investigations results including the trending and DHR review. A root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screw becoming unintentionally cross-threaded during insertion, resulting in thread damage during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the expedium single inner set screw was damaged during insertion. The case was completed with same/like product. Reports the difficulty did not result in any adverse consequences to the patient and there was no delay to the procedure. However, the nature of the screw damage is unknown at this time. As it is possible that the threads of the screw were torn intra-operatively, this medwatch report is being submitted to document the event.

Manufacturer narrative:
The expedium single inner setscrew was not returned for evaluation. Review of the device history record found no discrepancies were observed during the manufacturing process. A 12 month complaint trend analysis found no emerging trends. The root cause for the thread damage cannot be positively identified. However, it may be due to unanticipated forces being placed on the set screw during surgery. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.